Manufacturer narrative:
Insertion post of a dental implant fractured at the prefabricated position to avoid overloading of the implant. User should have consulted IFU to avoid this from happen. New implant was placed in the regio next to the explanted implant.

Event description:
Insertion post fractured during implantation of a dental implant. Implant was removed pos 36 and a new implant was placed next regio 37.